Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that their therapy had not worked at all and they want to make an adjustment. Assisted patient with increasing stimulation. Patient felt pain on their right hip when increasing the stimulation so they decreased it and the pain went away. Redirected patient to hcp to address issue. Patient stated they have an appointment with hcp on (B)(6).

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that that their device was not on anymore and they don't know how to turn it back on. The agent asked the patient when they noticed that their symptoms came back and patient stated that they think it was friday, but it might have been early saturday morning. The patient stated that they talked to someone on friday and they think the device was on then. The patient mentioned that they were worse than they were before the implant. The agent walked the patient through connecting their external devices to their implant. The patient was able to connect to their settings and increase their stimulation. The patient reported that they would maintain stimulation level and would continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. The patient described a loss of therapy and had return of symptoms. The patient also reported pain over their right buttock. Additional information was received on 2024-aug-12. It was reported that their device was not working at all and they would have an appointment with their healthcare professional (hcp) tomorrow. They reported that they were having the urge to go to the bathroom but they can't hold until they got there. They stated that they were urinating over themsel ves. The reported that the problem started two weeks ago. The patient stated that they were turning it up all the time and had the device on 4.0v since yesterday and they were able to feel the stimulation sensation some times. The patient also reported they had a pain over their right butt. Advised patient to decrease the stimulation to see if the pain disappears. The patient was redirected to their healthcare provider to further address the issue.